Manufacturer narrative:
Visual inspection and additional testing methods were performed on the returned device. The reported pressure registration failure was unable to be confirmed due to the returned condition (guidewire damage); however, the reported guidewire damage (kink/bend) was able to be confirmed visually. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined the cause for reported kink and pressure registration failure is related to operational context. There were multiple bends and kinks noted to throughout the returned guidewire, and the distal tube was noted to be torn. The returned transmitter was able to successfully connect and perform pressure registration (equalize) as expected and without error; however, the damage to the guidewire prevented functional testing. In this case, it is likely that the observed guidewire damage caused the reported pressure signal issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the procedure the pressurewire x wireless device was attempted to advance to the left anterior descending artery (lad) lesion with moderate calcification and tortuosity. The device was calibrated successfully. However, the device could not be equalized. The device was removed from the patient and the device was noted to be (curled) wavy. Therefore, the device was removed from the patient, and the procedure was completed with another pressurewire x device. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis observed stretching and a break in the outer coating of the distal tube. No additional information was provided.